Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted and the pump shut off. The customer stated the pump was charged to 30-40% the night prior the customer blood glucose (bg) level was 400 (mg/dl). The customer delivered a correction bolus to address bg level. Reportedly, the customer's bg level had lowered to 314 (mg/dl) at the time of the report. During troubleshooting with tandem technical support, review of the pump data showed the pump was last charged to 35% 3 days prior to the pump shutdown. In addition. The low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. The customer stated they forgot to charge the pump last night. Recommendation was made to the customer to charge pump more frequently.